Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Flow testing was performed without any issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented paclitaxel set had a hole near the connection with the filter. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.